Event description:
It was reported that the right ventricular lead exhibited intermittent capture and a high capture threshold. The lead was found to be slightly pulled back. The lead was explanted and replaced. The patient remained stable throughout the procedure.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.